Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports breakage occurred in the neck of the viper 2 6mm self drilling tap during surgery. The piece that had broken off from the instrument remains in the patient's pedicle. The surgical site was closed as the surgeon was unsure as to how removal of the broken piece should be done.

Manufacturer narrative:
The viper self-drilling tap was not returned for evaluation. Review of the device history record could not be performed as the lot number is unknown. A 12 month complaint trend analysis for the product code found three complaints related to the tip of the tap breaking. A data review activity was opened to further evaluate the observed occurrence rate compared to the identified occurrence rate in the dfmea. No further trending action will be taken as a part of this complaint file. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting and worldwide post market surveillance. The root cause for the tap breaking cannot be positively identified. However, it may be due to unanticipated forces being placed on it during the surgery. No corrective action/preventive action is required at this time as there have been no issues identified in the manufacturing or release of this device. Additionally, a data review has been opened to further evaluate the observed occurrence rate compared to the identified occurrence rate in the dfmea. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.